Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this event will be updated.

Event description:
Boston scientific (formerly guidant) received information from the patient that he received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. It was noted that the patient required an additional surgical procedure to adjust the endograft. The patient noted he suspected another graft or stent was implanted above the endograft. The patient also reported that the sutures did not hold from the top of his sternum to his pelvic area. Bumps were observed on the patient's abdomen as a result of the suture issue. Another procedure was done to re-suture the wound, this was done successfully. The patient noted he is followed by many physicians due to other health issues such as cancer and kidney issues. The patient is currently monitored and to date, no further adverse patient effects were reported.